Manufacturer narrative:
Results: the catrx had bends and kinks approximately 12.5 cm, 23.0 cm, 47.0 cm, 86.0 cm and 114.0 cm from the hub. Coagulated blood was found within the device. During functional testing, the catrx could not be flushed during decontamination; therefore, a stainless steel mandrel was used to remove the coagulated blood. Resistance was experienced while advancing the stainless steel mandrel and consequently, the lumen burst approximately 119.5 ¿ 120.0 cm from the hub. The remaining coagulated blood was able to be flushed from the catheter. The catrx was tested using a demonstration pump and aspiration tubing. The catrx was able to aspirate liquid after the coagulated blood had been cleared. Conclusions: evaluation of the returned catrx confirmed the inability to aspirate. Further evaluation revealed the lumen was occluded with coagulated blood. If the catheter is occluded, it may prevent the device from functioning properly. After removing the coagulated blood, the catrx was functionally tested and was able to aspirate water without issue. It is unable to determine how the device became occluded with blood. Further evaluation revealed bends along the device. The lumen also became damaged during evaluation. These bends and lumen damage were likely incidental to the reported complaint. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Section h. Box 6. Conclusions code 1: 4316 - the investigation findings do not lead to a clear conclusion about the root cause of occlusion with blood.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure using an indigo system cat rx kit. During the procedure, after making a successful pass with the indigo system catrx aspiration catheter (catrx), the physician noticed the catrx would no longer aspirate. Therefore, the physician removed the catrx and attempted to aspirate with water outside of the patient¿s body; however, there was no aspiration. The procedure was completed using a new catrx with the same sheath. There was no adverse effect to the patient.